Manufacturer narrative:
Investigation summary - bd received one photo for investigation. The customer's photo displays a device with a side pierced sleeve. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the non-patient end of the needle had pierced the side of the sleeve on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the non patient end of the needle had pierced the side of the sleeve on an unspecified number of units. No adverse impact was reported regarding the patient or user.